Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 3.

Event description:
Reference number (B)(4) event took place in the united states. It was reported that patient faced three infusion set cannula kinked events on (B)(6) 2025. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.